Event description:
Pt alleges a contact lens broke in her right eye. She removed it in 2 pieces and she claims it caused a corneal abrasion. She came in to be examined approx 6 hrs after the alleged event and was not in pain.